Manufacturer narrative:
Continuation of medical devices: product ID 377745, lot# v016647, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(4), ubd: 13-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that some of the patient's leads weren't working and he had them replaced. No additional information was reported. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.